Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatch to evaluate the iabp. The stm checked the iabp for auto fill failure, reviewed the fault logs and found an auto fill failure for the time an date range that the reported failure occurred. The stm reported that the description for the fault 37 was fill fail iab disconnected. The stm ran the iabp thru a complete calibration and functionality test and ran the iabp for approximately 45 minutes. Upon completion of the evaluation the stm believes that the auto fill failure was the result of the disconnected iab, the reported issue could not be reproduced. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that an autofill failure occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred, however no patient involvement or adverse event was reported.